Event description:
It was reported that the ventilator stopped working when connected to the patient. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The received event log shows a leakage situation and shows clinical alarms such as expiratory minute low together with peep low, vt overrange, paw high, check tubing and respiratory rate high. The device generates these several high priority alarms to notify the user of the detected leakage or increased pressure in the ventilator breathing system. There were no technical alarms in the log to indicate a malfunction of the device. The test logs show that the ventilator passed pre-use check on the event date. The root cause of the leakage could not been determined since no parts were replaced and the ventilator worked in specifications without any failure indication in test or technical logs.